Event description:
It was reported that the patient had inappropriate shocks just after the implant due to oversensing of noise via air bubbles. A review of the electrograms for the shock episodes found significant rail-to-rail noise. There were some stored untreated episodes due to the same railing noise. The device sensing vector was set to the primary sensing vector. An x-ray confirmed air in the pocket cavity. During testing, the secondary sensing vector looked good. The system will be reprogrammed to the secondary sensing vector. There were no additional adverse patient effects. The system remains implanted.